Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, stiffness, loss of range of motion and difficulty walking after undergoing total knee replacement.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported that the patient experienced twisting of the left knee one month post operation. The patient underwent a manipulation due to arthrofibrosis four months post operation, and has been scheduled for a revision due to loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative records and x-rays received. History record (DHR) was reviewed with the following deviations identified: the device history records for item #00599601451, lot #62946321 were reviewed and the following anomalies/deviations were identified. A non-conformance reports (B)(4) indicates that four parts were scrapped due to pit, shrink, and inclusions at pt -sonic clean/penetrant inspect (op. #1200). One part was scrapped at the robot grease, buff and inspection (op. #2100). The device history records for item #00110202200, lot #62786332 were reviewed and no anomalies/deviations were identified. The identified deviations are not considered to be related to the reported event. Based on information provided in the medical notes received, the trauma experienced by the patient is considered as the root cause of the reported issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned, as it remains implanted. DHR review was unable to be performed and the reported event could not be confirmed as the part and lot of the device involved are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that the patient underwent a left knee revision procedure due to pain and possible internally rotated tibia and mechanically loose tibial component. Also, the femoral component showed signs of being mildly internally rotated via the bone scan. During the procedure, the surgeon noted the tibial component was approximately 20 degrees internally rotated with the ap axis of the tibial component medial to the tibial tubercle. The surgeon also noted very little bond between the tibial component and the cement mantle; the posterior to the keel was adherent with the remainder being loose. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen precoat stemmed tibial component, catalog # 00598002702, lot # 63215865; nexgen all poly patella size 29mm, catalog # 00597206529, lot # 63239960; bone cement, catalog # 00110201200, lot # 62786332. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02894; 0002648920-2017-00766.

Event description:
It is also reported that the patient is experiencing swelling and loosening. The patient is scheduled for a revision procedure.